Event description:
Reportedly, when the device was obtained to treat a patient, it would not power on. The patient was not resuscitated. According to the reporter this was not a witnessed arrest. The reporter indicated that, for this reason, patient outcome was not affected by the reported device.